Event description:
My daughter had been getting neurostar tms (transcranial magnetic stimulation) therapy. This was approximately her 19th treatment. She started having symptoms of headaches, dizziness, unsteadiness when weight bearing on bended knees. She has fallen several times and has generalizes tremors when weight bearing on bended knees. We cancelled any further tms treatments and she still has the symptoms.